Manufacturer narrative:
It was clarified that no adverse event occurred. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on a review of the available data, the lot number of the k electrode used during the event was 21553348, however, this could not be confirmed by the customer. Calibration data was acceptable. No instrument issues were identified. The root cause may be related to pre-analytical issues such as hemolysis.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient tested for potassium (k+) when comparing the b 221 instrument to the result from the laboratory. The initial k+ result from the b 221 instrument was 7.71 mmol/l. A 2nd sample was obtained the same day and the result from the laboratory was 3.8 mmol/l. Repeat testing was performed at 3:00 p.m. And the k+ results correlated well. It is not known if an adverse event occurred. No adverse event was reported. The k+ electrode lot number and expiration date was not provided. The customer indicated that calibration and quality controls were acceptable at the time of the high result. It was also noted that there had been only this one instance of a high potassium result.